Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that it was not possible to get the dilator in fully in place, resulting in a small edge between the sheath and dilator. A new faradrive steerable sheath clear was selected. It was not possible to get the dilator fully in place, resulting in a small edge between the sheath and dilator. The faradrive steerable sheath clear was inserted. The physician had to use more force than usual to cross the septum however was able to successfully cross the septum in one attempt. No complex anatomy was noted. The procedure was completed successfully with the faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned.